Manufacturer narrative:
Literature citation: saxena et al. Lapidus bunionectomy: early evaluation of crossed lag screws versus locking plate with plantar lag screw. The journal of foot & ankle surgery. (2009) 48: 170-179. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported in an article by saxena et al, titled,lapidus bunionectomy: early evaluation of crossed lag screws versus locking plate with plantar lag screw, that there were 2 (5.0%) patients with postoperative hallux limitus (< 10°).